Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent batch # l92c2h . The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. However this will not interrupt device function or generate an automatic alert screen, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the generator 11 has shown "tighten assembly", they did it again but it didn't change anything. So they has changed the hand piece to see. As soon as they changed the hand piece it was working. No patient consequences.